Event description:
A healthcare professional reported that before a surgery in an ophthalmic handpiece cable was found to be broken and infusion did not flow. The surgery was completed with no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
. The phacoemulsification(phaco) handpiece was received and a visual assessment of the returned sample revealed cable degradation. The handpiece was connected to a calibrated breakout test box, which found resistance and dissipation between low electrode and high electrode to both be out of specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet product specifications. The returned phaco handpiece sample was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications per manufacturing test procedure (mtp). The phaco handpiece was found to meet functional specifications; therefore, the root cause of the reported irrigation event is inconclusive. However, the reported cable issue was confirmed through a visual inspection of the handpiece which found cable degradation. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).